Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. Device is an instrument and is not implanted/explanted. DHR review for part# 03.632.085 lot# 6684497, release to warehouse date: 09-jun-2011 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an l1-l3 burst fracture fusion with matrix system on (b)64) 2016; as the surgeon was inserting a screw at l3 on the left using the detachable holding sleeve, he heard a crack. The surgeon stopped inserting the screw that was approximately three-fourths of the way inserted and removed the holding sleeve. Screw insertion was completed using a matrix t25 screwdriver. After the case, a crack was noticed in the inner shaft that threads into the screw along with a crack higher up the shaft near the green knob. After the instrument was processed through the wash, the green knob was missing majority of the inner shaft which broke off. The remaining pieces of the holding sleeve could not be found. After placing all the screws, the surgeon wanted to perform final tightening on a couple screws using the matrix t25 screwdriver. When the surgeon tried to place the set screws, the t25 screwdriver would not retain the caps. Upon visual examination, the tip of the screwdriver was found battered. The procedure was completed successfully with no surgical time delay. The patient was unharmed with good outcome. Concomitant devices reported: pedicle screw (part# unknown, lot# unknown, quantity 1), locking cap (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned stardrive screwdriver (part: 03.632.005/lot: 6634377) was found to have a broken tip, with fragments missing. The tip was also worn and deformed. The shaft of the screwdriver has surface wear and scratches consistent with use. The handle is in good condition. DHR review for part: 03.632.005/lot: 6634377 release to warehouse date: 27-jun-2011, supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The returned matrix holding sleeve (part: 03.632.085/lot: 6684497) was returned without the slip sleeve assembly, or the inner sleeve assembly. The locking mechanism was returned, and one of the prongs was found to be broken off. It appears that a sticker was placed on the item at some point. Adhesive remains on the device, along with a portion of the sticker paper. The device also shows surface wear. DHR review for part: 03.632.085/lot: 6684497. Release to warehouse date: 09-jun-2011, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The condition of the returned device does agree with the complaint description. The complaint is confirmed. The relevant drawings were reviewed as part of investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The cause of the broken instruments is likely related to application of excessive force and/or continued wear and tear over the life of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.